Event description:
The customer stated that control tests were performed using his contour meter. He alleged that he received results that were 40 mg/dl low, out of specification. The customer did not provide actual results or any test strip info. No adverse events were alleged. The customer declined troubleshooting and insisted his meter be replaced. The customer's meter is to be returned for eval.